Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube lipo-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Caller stated that the reservoir was being held in with tape. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.